Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00094 on 12-mar-2024. Additional information (13-mar-2024): siemens further evaluated the event and determined that after obtaining the low sodium (na) result, the customer ran qc, and the na qc result was out of range. The instrument data also demonstrated that the dilution check recovered outside of the normal range. Siemens concluded that an issue with fluid flow in the x-tubing potentially contributed to the falsely depressed na result. This was resolved by replacing x-tubing and aligning the integrated multisensor technology (imt) pump as indicated in the initial report. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 instrument. According to the customer, quality control (qc) was acceptable on the day of the event. Siemens remotely assisted the customer, who replaced salt bridge solution, flush, and integrated multisensor technology (imt) sensor, checked the imt tubing, cleaned gold pogo pins on the tower, performed imt calibration, and ran dilution check. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced x tubing and ran alignments, diagnostics, dilution checks, and qcs, which recovered acceptably. The cse also ran a precision test, which passed. Then, the cse repeated the patient samples and compared the results, which recovered acceptably. The cause of the falsely depressed na result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 instrument. The erroneous result was reported to the physician(s), who questioned the result. The patient was redrawn and was processed on an alternate blood gas instrument. The repeat result recovered higher than the initial result and matched the clinical picture. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.